Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). A review of the finished goods DHR concluded that the lot was inspected and all parts that were found to be nonconforming were reworked to meet specifications. There were no other nonconformances, requests for deviation, or change notices related to this complaint. The sample size per department sampling plan dictates that the sampling size for qa inspection for this product must be at least 19. The returned box of dermatome blades contained one or more units that had particulate in the packaging. ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: * visually examine the package without opening. * inspect at a distance of 12 to 18 inches * inspect each pouch for up to 10 seconds zimmer biomet inspection procedure as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. Based on a visual comparison shown in the attached pictures, the particulate identified does not meet acceptance criteria and is therefore nonconforming. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room, this room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done in accordance with the procedure, limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed , housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits, environmentally controlled and clean room gowning procedure used at zimmer dover. This complaint is considered a complaint out of the box (coob). The root cause of this event cannot be specifically determined with the provided information. The lot of this product did pass quality assurance inspection and although this specific unit was later found to be non-conforming, the respective lot is still acceptable.

Event description:
It was reported that a hair like substance was found in the sterile package during inspection. No adverse events were reported as a result of this malfunction.